Manufacturer narrative:
(B)(4).

Event description:
The pt was a smoker. The pt picked at the pump incision site. The incision never completely healed from the original pump implant surgery. The pump incision site became infected. The pt had an open hole in the stitch. The hcp removed the entire system because of the infection. The pt recovered without sequela. The pump delivered morphine.